Event description:
Rn delivering injection and stuck the needle through her finger and into the patient's tissue.

Manufacturer narrative:
Vanishpoint syringes have a retraction mechanism which is activated by the user after injection and retracts the contaminated needle into the syringe barrel. From the incident description provided by the facility, the needlestick injury was a caused by user error.